Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4), the malfunction was observed and the main board was replaced. The device was recertified and returned to the customer. The main board was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to damaged diodes on the main board. Analysis for reports of this type has not identified an increase in trend.